Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to an ma error. The ma null value was adjusted and the system re-calibrated to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not record cine fluoroscopy.